Manufacturer narrative:
Stryker spoke with customer via telephone and assisted in clearing the event codes and thereafter did not return. The device passed subsequent user tests by the customer and was returned to service.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker determined over the phone the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.